Event description:
Surgeon reported a revision of pe-inlay and hip-head right side because of aseptic loosening, fracture of pe, significant adhesions, and synovialits. Doi: (B)(6) 2019. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. X-rays were reviewed and the allegation can be confirmed. There is evidence of disassociation and implant fracture in the images. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. X-rays were reviewed and the allegation can be confirmed. There is evidence of disassociation and implant fracture in the images. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found the interlock feature edge of the liner fractured and some anti-rotation device (ard) tabs had sheared off, fragments were not returned for evaluation. Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2018/11/01 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot 4) expiry date: 2023/10/31 5) IFU reference: IFU-0902-00-701 device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device [122132050 / j12x28] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.